Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses, and gore® dryseal flex introducer sheaths. A dsf1633 was inserted from the right side but could not be advanced. Therefore, a dsf1233 was used instead for the right side, and the dsf1633 was inserted from the left side. After deployment of the trunk-ipsilateral leg (cxt231412), a plc181400j was implanted contralaterally over the right common iliac artery. However, a distal type I endoleak was observed, so the right internal iliac artery was coil embolized and an additional stent graft was implanted extending to the right external iliac artery. A plc201400j was implanted over the left common iliac artery, but a distal type I endoleak was observed as well. When additional touch-up was performed with mob to repair the endoleak, the vessel ruptured at the distal end of the plc201400j (distal part of the left common iliac artery). The left internal iliac artery was coil embolized and an additional stent graft was implanted extending to the left external iliac artery. The procedure was completed after confirming no- endoleaks by angiography. The physician reportedly stated: since bilateral common iliac arteries were heavily calcified, it might have been better to choose external iliac artery landing from the beginning the fsa stated: when the vessel ruptured at the common iliac artery, I had the impression that the mob was touched up quite strongly.